Event description:
Non-delivery of IV fluids with no device alarm. In 2003 at 1700, using a new IV tubing set and 1l container, the pump was programmed to deliver d5 1/2 ns at a rate of 100ml/hour. One day later, at 0300 a nurse reportedly found the pump display indicated that 947ml had infused, but the IV bag was "full". It was reported that the pump display was incrementing as though fluid was being delivered, but there were no drops observed in the drip chamber. The pump was removed from clinical service. Therapy was resumed using a replacement pump and tubing set. There were no reported adverse pt effects or medical interventions required due to the non-delivery. Though requested, no further info was available.